Event description:
It was reported that there was diaphragmatic stimulation due to the left ventricular (lv) lead. It was noted that during the operation when the patient was in a supine position, there was no occurrence of twitching confirmed at the maximum output. However, the twitching occurred after the operation. The output was lowered with reprogramming and the lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.